Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a cystoscopy with stent placement procedure performed on (B)(6), 2014.according to the complainant, during the procedure,part of the blue tip of the stent broke off outside the patient. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the returned polaris ultra stent was performed. Following a detailed device analysis, it was found that the stent is broken and was returned with the suture being tangled. The distal end tip was not returned. The damages encountered are consistent with the ones caused by improper handling. Therefore, taking into consideration these factors and the analysis performed in the device returned, the most probable root cause will be ¿handling damage.¿ a review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a cystoscopy with stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure,part of the blue tip of the stent broke off outside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.